Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing and automatic mode switch(ams) episodes. There was no intervention performed. The patient was in stable condition.